Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode percutaneous lead, model: 3189, UDI: 05414734401715, serial:(B)(6), batch: 5566511

Event description:
It was reported that the patient had ineffective stimulation and pain at the ipg site. The investigation did not determine which lead attributed to the issue. Surgical intervention was undertaken and the ipg was explanted and replaced. Further surgical intervention may be pending for the patient's leads.